Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Analysis was unable to prime during prime alarm test due to moisture damage noted in force sensor resistor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. The customer's blood glucose was 6.1 mmol/l at the time of incident. The customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.